Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient states the spinal pak is causing her skin to burn while treating with the device. The patient received the device on dec 28, 2020. The burning started when she first began using the device. The burning is on the surface of her skin. The patient used baking soda on the area. The patient rated the pain as 7 or 9 on a scale of 1 to 10, with 10 being the highest. The started physical therapy. The patient spoke with the doctor assistant who advised to stop wearing the device. The patient is not using the device anymore would like to return. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient states the spinal pak is causing her skin to burn while treating with the device. The patient received the device on (B)(6) 2020. The burning started when she first began using the device. The burning is on the surface of her skin. The patient used baking soda on the area. The patient rated the pain as 7 or 9 on a scale of 1 to 10, with 10 being the highest. The started physical therapy. The patient spoke with the doctor assistant who advised to stop wearing the device. The patient is not using the device anymore would like to return. It was reported that no further information is available.